Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On 03/23/2026, it was reported that the patient experienced inaccurate cgm values. The patient was using a tandem t: slim x2 insulin pump at the time of the event. On (B)(6) 2026 at approximately 12:00 am, the patient¿s cgm was inserted. By 07:00 am, the cgm displayed a low alert, while a fingerstick blood glucose (bg) reading measured 148 mg/dl. The patient was asymptomatic at that time; however, the parent administered apple juice totaling approximately 38¿44 g of carbohydrates. The patient then attended school. Later on, (B)(6) 2026, the school nurse contacted the parent and reported that the patient had lost consciousness for an unspecified duration, the nurse stated the patient was unresponsive to verbal stimuli, appeared as if he might have a seizure, and was shaking. After he regain consciousness, the nurse administered three servings of juice (10¿15 g carbohydrates each) and a granola bar. No bg meter reading was obtained at that time; the cgm displayed 81 mg/dl. At the parent¿s request, the nurse administered baqsimi nasal spray, and emergency medical services (ems) were contacted. Upon paramedic arrival, a bg reading measured 120 mg/dl, while the cgm displayed 244 mg/dl. The patient was monitored for approximately 30 minutes and was then released to go home. At home, the parent replaced the cgm. The parent reported the patient was stable, resting, and experienced no additional symptoms. No further medication or treatment was reported. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the symptoms were experienced at school. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.